Event description:
The customer reported while being used for the daytime feed, the parent observed numerous air gaps in the feeding tube. The alarm had not gone off. The parent paused the feed, removed the set, and replaced it with a new set to continue the feed. This happened with a number of sets from the lot.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Five samples were returned for evaluation. Two heavily contaminated with food, and three representative, unopened, and unused samples. Visual inspection was completed showing the contaminated samples had air present in the tube. The three representative samples had no visual issues. No functional testing could be performed on the two contaminated samples. The representative samples were tested, and two performed as required, and one failed the test as air in the line was present. A corrective and preventative action (CAPA) has been opened to further investigate this issue. The associated data will be fed into the risk management quarterly report.